Manufacturer narrative:
Injury was to a user facility employee, not to a pt. User facility did not repot incident to MFR (remel, inc.) But gave limited details. Incident was reported by user facility to remel, inc., with only limited info, as provided by the microbiology lab worker (B)(6) and the microbiology supervisor (B)(6). User facility (B)(6) was contacted again on (B)(6) 2015 by phone for add'l info. (B)(6) indicated the injured employee does not work for microbiology, works in processing under supervisor (B)(6); no other info provided. User facility (B)(6) was contacted by phone on (B)(6) 2015; message left indicating remel, inc., wants more info to use in our MDR.

Event description:
Processing tech noticed a bottle "leak alert" code on versatrek instrument and was removing the single versatrek redox 1 blood culture bottle from the instrument when it broke at the base of the neck. The processing tech sustained a cut to the hand due to the broken glass and, since the bottle had been inoculated with blood, the processing tech went to the ER to receive treatment.